Event description:
Physician was using a valley lab rocker switch pencil for an esu with a megadyne needle tip. It was noted that there was a burn in the inside of the pt nares where the physician was doing turbinate surgery. Report was discovered during a review of the maude database. (B)(4).

Manufacturer narrative:
This event report was discovered in a review of the maude database. (B)(4). Megadyne has received no similar reports from our customers or FDA and the device has not been returned for evaluation. Without an evaluation of the device or additional info regarding the event we are unable to confirm the report. The most likely causes of this type of injury related to the electrode include, but are not limited to, direct contact with the activated or heated electrode tip, corona discharge, and capacitive coupling. These causes are related to improper use. A review of the product history reveals this to be a reliable component of electrosurgery and we are unable to establish a causal relationship between the proper installation and use of the device and the reported event. Megadyne considers this to be a reportable event because the database indicates intervention was required. No info is available regarding the type of extent of injury or intervention.